Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was standing a felt something heavy like toilet paper, they went to the bathroom and nothing was there. The patient stated that the area of the perineum felt different, like heavy, and it didn't hurt but it was uncomfortable. The patient stated it went away and about an hour later it happened again when they were sitting in their car. The patient stated that they turned the ins off and it still happened, which included incontinence issues and pretty frequent having to go to the bathroom but nothing coming out. The patient also stated they also started to feel it again the next day, and there were no falls or trauma. The change in therapy/symptoms was reported to be sudden. The patient was redirected to their healthcare provider to address the issues. No further complications were reported.